Manufacturer narrative:
Field service engineer (fse) investigated and found the platinum one system was not handling files properly. Fse rebooted system from ground up and system returned to normal. Fse determined operator issues were involved and trained operator on how to shutdown properly without using restart. Fse verified proper operation using service manual. Fse informed biomed tech and returned the system to full service.

Event description:
On (B)(6): customer reports that staff were performing a retrograde cystography when the fluoro image failed. Physician completed the procedure using endoscopy. Customer could not provide patient gender and age. No reported injury.